Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed 9 tubes without serum. No patient impact reported.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed 9 tubes without serum. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional information. D.4 UDI#: (B)(4). D9: device available for evaluation: yes. D9: returned to manufacturer on: 27-nov-2024. Investigation summary: bd received one (1) sample for investigation. Evaluation of the returned sample shows evidence of a partially missing additive. Additionally,100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing additive as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode of missing additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."